Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 due to omentum wrapped around his pd catheter (not a "fresenius" product). The pdrn reported the patient's pd catheter complications caused drain difficulty during continuous cyclic pd (ccpd) therapy at home. The pdrn stated the patient had a central vascular catheter placed and underwent hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) during this admission. The pdrn stated the patient underwent a pd catheter revision on (B)(6) 2021. The pdrn reported the patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. The pdrn confirmed the patient's pd catheter complication, the associated procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).